Event description:
It was reported to philips that the device's therapy port is loose. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty, untightened therapy nut. Fse was able to tighten the therapy nut to resolve. Based on the conclusion of the evaluation, it was determined that this was a malfunction of an untightened therapy nut. The nut was tightened to resolve the noted issue and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's therapy port is loose. There was no patient involvement.